Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had activated a basal feature that was giving her zero basal rates per hour. The customer was unaware of this for two days and subsequently experienced diabetic ketoacidosis. The customer stated that she delivered boluses and manual injections to herself, but the issue persisted. The customer stated the event occurred in (B)(6) 2015. The customer's blood glucose was over 600 mg/dl, and she was unable to lower it to under 350 mg/dl. The customer was hospitalized because she felt horrible. The customer was treated with fluids and a drip. The customer acknowledged that there was a circle on the insulin pump but was unaware of the cause of the circle. Advised to call back if further assistance was needed. The customer declined troubleshooting because the insulin pump was fine at the time of the call. Nothing further reported.